Event description:
Home patient (hp) reported having difficulty priming pt line of the homechoice cassette. Hp called baxter operator assistance and was advised to start treatment over with a new setup. Baxter assisted hp in ending treatment and starting over. Hp stated hp did not receive any of the air in the line. Hp reported no pt injury and no medical intervention was necessary as a result of this event.